Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/1/2021. H.6. Investigation: a device history record review was completed for provided lot number 210328. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, we have been provided with a picture sample. The picture shows a syringe with a black particle inside of the syringe barrel. Eight needle samples and a bottle of nacl 0.9 with a red vial were also provided for further evaluation by our quality engineer team. Three of the needle samples were unpackaged and the other five samples remained in the blister packaging. Through visual examination, one of the unpackaged needles showed a red particle in the cannula component. The other two unpackaged needles did not reveal any issues upon examination. The five unused samples were visually examined and no defects were observed. The unused samples were then used to puncture a test vial and through microscopic examination, no issues were identified post-puncture. Based on the investigation results and the review of the production records, there was no evidence of abnormalities during the needle manufacturing process that could have contributed to coring effect.

Event description:
It was reported that 5 bd¿ blunt fill needles caused coring in the medication vials. The following information was provided by the initial reporter, translated from german to english: "the users report from our hospitals that the above product leads to an increased number of rubber particles being punched out. We carried out a test in which 5 out of 20 withdrawal cannulas resulted in punch-outs. The product was used in accordance with the manufacturer's specifications."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd¿ blunt fill needles caused coring in the medication vials. The following information was provided by the initial reporter, translated from german to english: "the users report from our hospitals that the above product leads to an increased number of rubber particles being punched out. We carried out a test in which 5 out of 20 withdrawal cannulas resulted in punch-outs. The product was used in accordance with the manufacturer's specifications."